Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 360 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. Document increase in bg levels from pdm records or as described by the caller: 6:22 bg 132 1.05 unit bolus for meal. 7pm bg 175 .75 bolus . 7:20 was at 263. 8pm 360 .5 unit.